Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) "20014"). Essure was withdrawn. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered pelvic pain and menorrhagia to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain, whereupon she underwent hysterectomy and bilateral salpingectomy 8 months after insertion. Pelvic pain, considered serious due to medical significance, is anticipated in the reference safety information of essure. This report provided limited information, however, as pelvic pain can occur during the use of essure, and as no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). The case was classified as incident because of intervention and device removal. Excessive menstrual bleeding, non-serious, was also reported. A product technical analysis is awaited. Follow-up information is expected only through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain, whereupon she underwent hysterectomy and bilateral salpingectomy 8 months after insertion. Pelvic pain, considered serious due to medical significance, is anticipated in the reference safety information of essure. This report provided limited information, however, as pelvic pain can occur during the use of essure, and as no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). The case was classified as incident because of intervention and device removal. Excessive menstrual bleeding, non-serious, was also reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Follow-up information is expected only through the litigation process.